Manufacturer narrative:
We were informed by the doctor that the device was disposed after use. No device is available for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The review of the complaint database revealed no other complaints have been submitted for lot v9258.

Event description:
A report received from a surgeon in (B)(6) stated that the trocars inserted in the patient's eye came out of the incisions during surgery. The infusion cannula came out despite securing it with two strips. The patient subsequently developed a choroidal effusion/hemorrhage. Additional information regarding the event and the condition of the patient have been requested and will be provided when received.